Event description:
Ous MDR. This lead was explanted due to post-operative dislocation of the lead.

Manufacturer narrative:
Ous MDR. The analysis tested the mechanical properties of the lead. In regard to the mechanical properties of the lead, no deviations from the technical specifications were found, which could be connected to the observed dislocation. The fixation screw could be extended and retracted completely and within the required number of turns. The analysis did not indicate any manufacturing errors or mechanical defect. Based on the analysis results, no free replacement can be granted.